Manufacturer narrative:
The failure investigation has been completed and the cartridge error issue was verified. The occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose (bg) was 400 mg/dl. The customer contacted tandem technical support (cts) and changed cartridge to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the customer reported an occlusion alarm occurred due to temperature. Although requested by cts, the customer declined to perform troubleshooting. The customer reverted to manual injections for insulin therapy.